Manufacturer narrative:
The harmonic ace instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a piece of the harmonic ace instrument broke off and fell inside the patient. While the broken piece was successfully retrieved and there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a fragment from the harmonic ace instrument broke off and fell inside the patient. It was confirmed that the broken fragment was retrieved and no other fragment was left behind. The customer replaced the instrument to complete the procedure. There was no report of patient harm, adverse outcome or injury.